Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation the implantable cardioverter defibrillator exhibited premature battery depletion as it dropped from 54% on (B)(6) to 17% on (B)(6). During a device check on (B)(6), the battery was at 7-8%. The device was explanted and replaced. The patient was stable pre and post-procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.